Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2014 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 09/19/2014 with the following:the keypad cover was found to be peeling off starting at the ok button. During testing, the up arrow, down arrow, and ok keypad buttons were found to be unresponsive. The keypad cover was removed and moisture was found under the up arrow and down arrow buttons. Contamination was also found under the contrast button. Unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).